Manufacturer narrative:
Supplemental report will be submitted upon completion of product evaluation and analysis.

Event description:
Below knee amputee patient was going up a flight of stairs when the pyramid adapter broke causing him to fall. The patient hit his head and went to the doctor. No further attention was needed as he is recovering well and will reach full recovery.